Event description:
This ra lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011. Atrial lead dislodged and was in the ventricle. The physician was dr. (B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).